Manufacturer narrative:
Product event summary: the 990045 pv-tracker guidewire with lot number 8831920 was returned and analyzed. As received, the pv tracker was inserted through the catheter and exited the tip for approximately 8.75 inches, a residue was observed at catheter tip and guidewire junction. The pv tracker was removed, and residue was stuck on the guidewire at approximately 8.75 inches from the tip. In conclusion, presence of traces of material (likely tissue) on the pv tracker guidewire was confirmed. The pv-tracker guidewire passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: pscc100, product type: catheter; product ID: 10fcc13, product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, navigation with the guidewire was challenging due to a small left atrium with a patent foramen ovale. The sheath and array repeatedly fell back into the right atrium during attempts to access the left pulmonary veins. In an effort to compensate, the guidewire was advanced widely into the left atrium and inserted into the left superior pulmonary vein in an attempt to catch the array with the sheath. During this maneuver, some tissue was inadvertently caught on the guidewire, and the guidewire became stuck. There was tissue adherence to the guidewire, blocking access into the catheter lumen. Force was applied to withdraw the array , resulting in complete loss of transseptal position. Due to anatomical limitations and procedural difficulties, an alternative sheath and catheter were used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.